Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-21- possible sample issue (user) test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call; unable to contact the customer via telephone at call backs on 12/26/2017, 12/27/2017 and 12/28/2017. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred after the blood sample is applied. Mother is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 200 - 250 mg/dl. At the time of the call the customer reported feeling tired. Mother stated that because of the customer feeling tired and unable to obtain a blood result, she was going to contact the customer's doctor. Mother also stated that she attempted to perform a blood test using the truemetrix meter on both herself and her husband and had obtained the e-3 error message. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.